Event description:
This report is being filed after the review of the following journal article: veijola k. Et al (2012), lisfranc injury in adolescents, eur j pediatr surg vol. 23 (no.4), pages 297¿303 (finland). The purpose of the study was to evaluate the mid-term results of the series of consecutive adolescent patients with lisfranc joint injuries treated operatively. Between 2004 and 2009 a total of 6 patients (with 7 lisfranc injuries) (3 male and 3 female) with a mean age of 15 years were included in the study. All the patients were treated with open reduction and internal fixation using cannulated screws and kirschner wires (k-wire; synthes). Patients were followed up to 16 months after inury in the outpatient clinic. Evaluation through questionnaire were sent to the patients up to 26 months after injury. The following complications were reported as follows: - (n=5) had slight to moderate rest pain and discomfort; - (n=1) wound healing was delayed; - (n=3) swelling (needs to stop or concentrate injured foot especially on long distance walk); - a 16-year-old female patient had microvascular flap operation due to severe skin and soft tissue damage. This report is for an unknown synthes kirschner wires. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.